Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported fluid intrusion which was confirmed but not reproduced. The device was found to have corrosion on the radio printed circuit board (pcb) as a result of fluid intrusion. The device was removed from service as it was determined to be unrepairable due to the mac address being assigned as the product serial number.

Event description:
It was reported that a spectrum pump wireless module had fluid intrusion. It was also reported there was no patient involvement.